Manufacturer narrative:
Patient identifier and weight are not available for reporting. UDI: (B)(4) implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review conducted on non-sterile part. Complaint event is not sterility related. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Article: 03.130.202 lot: f-20217 manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 20.jul.2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure for the fourth metacarpal fracture, the drill bit broke at the portion where its diameter changes. Drill bit was attached to the jacobs chuck. After it broke, surgeon reattached the broken drill bit side to the jacobs chuck and continued drilling. Surgeon drilled for six (6) additional screws. While drilling for the seventh screw, the tip of the screw was broken. Approximately 5mm of the broken piece remains embedded in patient¿s bone as it was determined to be too difficult to remove. Surgeon stated the initial breakage of the drill bit was due to mishandling of the power tool but may also have been caused by drill bit strength. Surgery was completed with a delay of approximately 10 minutes. Patient outcome reported as okay. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 6), jacobs chuck (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.1mm drill bit. This is report 1 of 2 for (B)(4).